Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The file showed the system notice 50003 ¿pressure is low in the system¿ on application one with a non-returned balloon catheter afapro28 with lot number: 5563 that was used for seven injections. The file showed at least seven applications were performed with another non-returned balloon catheter afapro28 with lot number: 1349 without any issue on the date of the event. Clinical issues (pericardial effusion, tamponade, and contusion) could not be assessed through data analysis. In conclusion, the mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was noted the patient was discharged to home healthcare.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a pericardial effusion was detected when products were introduced. The case was aborted with the patient under general anesthesia. A pericardiocentesis was performed. The patient was sent to the operating room (or). Tamponade was noted. A sternotomy was performed and a contusion was found near and around the ostium of the ripv. The sternotomy was closed. The patient was hospitalized in the intensive care unit (ICU) for further evaluation. It was noted the patient was out of surgery and had recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 221502709 and data files were returned and analyzed. The following failure messages were found on the event date: 50006, 'the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled', and 50005, 'the safety system detected fluid in the catheter and stopped the injection.' Visual inspection of the mapping catheter showed the device was intact and no anomalies on the electrodes. Mechanical verification of the steering functioned as normal. The mapping catheter was connected to the diagnostic computer and channel pairs did not display any noise. Movement and deflection of the mapping catheter distal to the lemo connector did not induce any interference noise. In conclusion, the reported pericardial effusion, tamponade and pulmonary vein contusion occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The mapping catheter passed the returned product inspection as per specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.